Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii and the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. This medwatch will refer to the ft3 assay. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e411 analyzer. The sample was provided for investigation where it was tested on a second e411 analyzer on (B)(6) 2018. The customer also tested the sample on an abbott architect analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e411 analyzer used at the customer site was asked for, but not provided. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer. Based on the provided data, a general reagent issue could most likely be excluded. Assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. The investigation was unable to find a definitive root cause.